Manufacturer narrative:
(B)(4). The transfer set was reported to be available for evaluation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was received for evaluation. A visual inspection was performed with a loose cap noted. The reported problem was identified via the evaluation but the cause could not be determined.

Event description:
It was reported that the tip protector of a minicap extended life transfer set separated from the device. The issue was noticed prior to opening the pouch containing the minicap. There was no patient involvement. No additional information is available.